Manufacturer narrative:
H6: exhalation flow sensor.

Event description:
The customer reported the ventilator went vent inop, and alarmed during use. The customer reported there was no pt harm. Vent inop, when in use, will stop providing ventilatory support to the pt. The responsive service tech verified the reported problem. The service tech reported residue was noted in the area of the exhalation valve. The service tech cleaned the area and replaced the exhalation flow sensor to correct the problem. Final testing was performed on the ventilator, and all tests passed per operating specifications.